Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker stored two ventricular tachycardia (vt) episodes back in (B)(6) 2020; the episodes were reviewed during a routine device check in may. Both episodes appeared to be caused by noise on the right atrial (ra) and right ventricular (rv) leads that was oversensed, resulting in pacing inhibition. The rv lead also showed increased pacing threshold measurements since implant. An issue with the leads was suspected. It was noted one signal artifact monitor (sam) episode was stored in between the two vt episodes, likely due to the noise. Technical services reviewed the available device data and noted the noise was likely caused by an external source, as the signals were very regular in frequency and amplitude. The lead measurements appeared stable, with the rv pacing threshold measurement fluctuating around 2.0v, which was still within an acceptable range. Technical services recommended finding out what the patient was doing on date of the episodes, and suggested submitting a save to disk for further evaluation. The field representative later confirmed the patient was seen in the clinic and troubleshooting found no issues with the device or leads. The patient believed they were at a dentist appointment where drilling was done at the time of the episodes, so electromagnetic interference (emi) was considered as the cause. The device remains implanted an in service. No adverse patient effects were reported.